Manufacturer narrative:
Internal complaint reference: (B)(4). E1: phone number is (B)(6). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery performed on (B)(6) 2007, on september 23, 2024, after a flexion movement in the area of the hip joint, the patient experienced instability and could no longer stand. Radiologically it showed up a fracture of the inserted image ha hip sz 10 mm left in the neck area. This adverse event was treated by a revision surgery on (B)(6) 2024 in which the image ha hip sz 10 mm left was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
Additional information: d10 (adding concomitant femoral head). Corrected data: d9&h3 (device returned for analysis), h6 (health effect - clinical code, health effect - impact code, type of investigation, investigation findings). Updated results of investigation: the associated devices were returned and evaluated. The visual inspection revealed that the returned image ha hip sz 10 mm left and oxinium fem hd 12/14 32mm +8 show multiple scratches, deformation, discoloration. Additionally, the stem of the image ha hip sz 10 mm left is fractured. A lab analysis performed on the devices revealed no abnormal wear on bearing surface of the liner, some elongation of the inner diameter, and possible extraction damage. The ceramic femoral head had scratches. No deviations from processing or material specifications were noted for the femoral stem. From visual observation and information provided, no conclusions can be made as to what initiated the fatigue fracture. Although a definitive root cause for the reported stem/neck fracture cannot be definitively concluded, the 17.5 years in-vivo was most likely a contributing factor. In addition, the previous alignment or ¿massive migration¿ noted in the first revision along with increased neck length may have contributed to increased stresses which would have been borne by the stem over the service life of the construct. The patient impact is determined to be the acute instability and inability to walk/stand secondary to the stem fracture with subsequent revision. A transient post-surgical rehabilitation phase would be anticipated. A review of the production order for the stem did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the stem part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for total hip systems revealed that fracture of the implant can occur as a result of trauma, strenuous activity, improper alignment, or duration of service. The patient should be warned that the implant has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the material certificate, no deviations were found for the material concerning its composition and physical attributes. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.